Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that about 1.5 weeks ago they were hit by a hit and run driver. The patient reported that they had constant tremors before that would go away with the stimulation on, but medication did not seem to be helping. The patient reported they had to use a cane and almost might need a walker. The patient reported since the accident their symptoms have been severe. No further patient complications have been reported as a result of this event.